Event description:
It was reported that during an unknown procedure, although the foot switch functioned, the hand switch was non-functional at the system check. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information not available, device not returned for analysis.